Event description:
A report was received that the patient's ipg would not charge. The patient will undergo an ipg replacement.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110-02, serial/lot #: (B)(4), description: precision implantable pulse generator (ipg).

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and was doing well following the procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg would not charge. The patient will undergo an ipg replacement.